Event description:
It was reported that the patient presented with premature battery depletion exhibited on the right atrial (ra) leadless pacemaker (lp). No intervention was performed. Patient condition was stable.